Manufacturer narrative:
The product was not returned for analysis. Product device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure the optic part of the lens was found to be scratched. The lens was removed from the patient¿s eye and replaced with a new lens. The patient had not experienced any intervention due to this complaint.